Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a 3.5 hex driver broke during an orthopedic procedure. The breakage occurred intraoperatively while the instrument was being used; the event was identified at the time of use. No additional procedural details, fragment retrieval information, or environmental factors were provided. No known impact or consequence to the patient was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; g4; h6. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Attempts have been made to gather all product identification information, and no further information has been provided. The device history record was not reviewed. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.